Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead was dislodged and exhibited loss of capture and pacing inhibition. Additional information indicated that loss of capture did not lead to asystole. The lead was explanted. No additional adverse patient effects were reported. Should additional information become available, this report will be updated.